Event description:
It was reported that the 9900 system locked up with the lights on and showing all blocks on the screen during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.